Manufacturer narrative:
A4 - weight:79. A4 - weight units (patient): no weight units were provided. H3: neither product nor pictures were received for analysis. The device history record of reported lot number 6037705 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited a line blocked alarm. The infusion set/site was changed but a second line blocked alarm was received. The reporter noted that they suspected something was wrong with the tubing, but since they could not change only the tubing, they weren't able to test that. It was suggested there should be a way to change the tubing only and reprime.